Manufacturer narrative:
Correction: date of event: (B)(6) 2018. Investigation summary: as a lot number is unknown, a device history check cannot be completed. No abnormality on the appearance was recognized in the actual item returned. Bd could not find deformation or crack in the returned sample. This product was subjected to a leakage inspection of 55 kpa during the manufacturing process, and no abnormality was found in the actual item returned, so we could not identify the cause.

Event description:
It was reported that interlink ext t-connector 1y site injection part was deformed. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that interlink ext t-connector 1y site injection part was deformed. No serious injury or medical intervention was reported.